Manufacturer narrative:
The used device was returned to conmed for evaluation in opened original packaging. Visual inspection of the device found that the pads were folded together. The pads were tested for continuity and shock delivery. The pads met specifications. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 11 other similar complaints, with 14 devices, for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent. The instructions for use advises the user of the following. - do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. - if the electrodes do not adhere properly to the patient, apply a new pair. - do not re-apply if removed. - ensure that the skin is clean and dry, clipping excess hair. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that during a cardioversion, the 2001h pads were not shocking. The procedure was completed with a 10 minute delay and with an alternate device. No patient injury was reported. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.